Event description:
It was reported by service report that the base spacers were cracked, the lock tube assembly failed and the fowler bracket was bent and cracked. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Base spacers, lock tube assembly and fowler bracket. Unit has not been repaired but has been taken out of service.